Event description:
A caller reported that the pump experienced a malfunction, although no notable events were detected prior to this, and there was no adverse impact on the customer's blood glucose levels. The customer planned to use multiple daily injections (mdi) as a backup therapy. Tandem technical support decided to replace the malfunctioning pump and ensured the customer received a pump with updated software. Technical support provided instructions on storage mode, programming the replacement pump, and connecting the continuous glucose monitor. The customer acknowledged these instructions, and a new pump was sent out with instructions to return the faulty one within 10 days to avoid additional charges.